Event description:
This patient was receiving an assigned dosage of medication via the above pump. The dosage dripped much too fast for the original setting. The patient was a former health-care profesiinal who possibly had knowledge in the use of these pumps. Biomedical engineering ran the pump a total of 168 hours and a total 2% error. Biomedical engineering is holding the test typeinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.